Event description:
The customer reported a motor error alarm during the rewind process. The customer stated that he wore the insulin pump during an MRI scan. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm due to an out of phase motor encoder signal.